Event description:
Ambit pain control system was used for post-operative pain management. Pump was placed by anesthesia in our operating room on (B)(6) 2025. Legal guardian noticed the pump was leaking. Legal guardian returned to (B)(6) with patient on (B)(6) 2025. Ambit pain management pump was changed out by anesthesiologist.